Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was found that the craniotome device had a drilled tip. Therefore, the reported condition was confirmed. It was determined that this condition was due to improperly loading the burr device or excessive force being placed on the device during use. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from (B)(6) that the craniotome device was not working. During in-house engineering evaluation, it was determined that the tip of the craniotome device had been drilled into. It was further determined that the device failed pretest for visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.